Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in a non-calcified left common iliac artery. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, upon inflation at 2 atmospheres for 5 minutes, the balloon ruptured. The balloon catheter was removed and replaced with another of the same size. However, upon inflation at 5 atmospheres for 3 minutes, balloon rupture occurred again. The procedure was completed with another of the same device. No patient complications were reported and patient was safe.